Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. Device cannot be implanted until cleared by engineering analysis. Discussed save all and that would need to set this device aside for 3 days, reinterrogate and send files for analysis. No adverse patient effects were reported.